Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient had in-pump thrombus. A right heart catheterization (rhc) showed almost no change in cardiac index (ci) or pulmonary artery wedge pressure (pawp) even when the rotational speed was increased or decreased by 400 rotations per minute (rpm). Therefore, an in-pump thrombus was assumed. Heparin administration improved the patient's elevated lactate dehydrogenase (ldh), and the patient was under follow-up. If no improvement was noted, a pump exchange would be considered.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Section e1: reporter postal office or zip code: (B)(6).

Event description:
It was reported that the patient was admitted for lactate dehydrogenase increase. Continuous infusion of heparin and sodium infusion was administered, and the patient was discharged on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected pump thrombus could not be confirmed as the patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). Additionally, a direct correlation between the pump and the reported events, as well as a direct correlation between the suspected thrombus and the reported events could not be conclusively established. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B is currently available. The IFU lists potential adverse events, including device thrombosis, that may be associated with the use of the heartmate ii left ventricular assist system. Several sections of this document outline indications of pump thrombosis and how to respond to such events. Additionally, the IFU provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.